Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator graphic user interface (gui) was unresponsive. The pt was transferred to another ventilator. There was no pt injury.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended trying replacing the touch frame or front housing to resolve the issue. The evaluation and repair of the unit has not yet begun. Covidien reference # (B)(4).